Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem ("adjust belt" messages) was confirmed. As received, the electrode belt failed incoming testing. The cause for the test failure was isolated to a defective u703 op amp on the distribution node pca. The u703 op amp was producing improper output. The root cause for the defective u703 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages.